Manufacturer narrative:
The device has been requested. The device history records were reviewed and were found to be acceptable.

Event description:
Report received from (B)(6) stated that while trimming the vitrectomy on a complex retinal detachment, close to the retina, the pneumatic drive line fell off the back of the cutter. The cutter stopped working and stayed open. This caused the retina to be sucked up into the cutter port, making a hole in the retina. The vr surgeon saw the cutter gradually slow down just before the cutter failed, but had not realized the reason for this before the line fell off. The surgeon also indicated that the part of the retina that was damaged was dead anterior retina, and thus there is no long term impact on the vision of the pt. The surgeon used the laser to repair the hole.